Event description:
Medtronic received information that a patient treated with a ped2 pipeline had a increase of cerebral edema around aneurysmal sac treated with steroid. Patient experienced intense headache and visual symptoms. No other action was taken. The event is not resolved. Baseline aneurysm characteristics: side (hemisphere): right. Location (vessel): internal carotid artery (ica). Segment of ica: c5. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 28mm. Aneurysm dome height: 23mm. Aneurysm dome width: 28mm. Aneurysm neck size: 8mm. Parent artery diameter distal to aneurysm: 4.2mm. Parent artery diameter proximal to aneurysm: 4.5mm. Significant stasis at the end of the procedure.  Complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure: class 3. The event was possibly related to the device. Additional information received reported the patient's baseline modified rankin score (mrs) was 0 and at follow-up mrs was 2, related to the event. The patient was treated with a steroid but the event was noted to be unresolved. The cause was unknown. No images were available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that cec re-adj on 11nov2022 as possible to device shield, not related to index procedure or dapt.